Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging the patient's onetouch ultra meter was displaying the "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began approximately a week ago prior to contacting lfs. It is not known whether the patient was taking any diabetes medications or whether the patient made any changes to his/her diabetes management regimen at the time of the alleged issue. The reporter claimed 4 days after the alleged issue occurred, the patient had elevated blood sugar levels in the "300 mg/dl". On (B)(6) 2011 at 11:00pm, the reporter stated the patient was hospitalized and treated; however the reporter was not able to specify what kind of treatment the patient received. At the time of the hospitalization, the reporter claimed the patient was tested by the ER/hospital meter. According to the reporter, the hospital could not provide the result(s) to the patient due to health insurance portability and accountability act (hipaa) regulations. At the time of troubleshooting, the cca noted the patient had used the subject meter before and determined the patient's process for testing was incorrect because the patient was applying a blood sample on the corner of the test strip. The alleged issue was resolved with training. Replacement products were not sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly received hcp treatment after the alleged meter issue began.